Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the patient was playing baseball and got hit in the chest near the location of the implanted icm device. Subsequently when the patient was sleeping the icm device completely came out. The device was discarded and will not be returned. There are no plans to implant another icm device at this time. There were no additional adverse patient effects reported.